Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force senor resistor(gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with intermittent esc, express and up arrow a buttons due to flattened dome switches (no crease). No unlocked keypad connector.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 380 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer was hospitalized due to pancreatitis and had a high blood glucose reading customer was treated with insulin drip while at the hospital. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.